Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician suspected potential loss of capture by the cardiac resynchronization therapy pacemaker (crt-p). The device remains in use.  No patient complications have been reported as a result of this event.